Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and bleeding occurred. The surgeon was able to open the device and manually sutured to complete the procedure. The hosp has reported no patient injury occurred.